Event description:
On (B) (6), 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On (B) (6), 2010 the smss mailed a letter requesting the patient contact medical surveillance. On (B) (6), 2010 the patient obtained the blood glucose reading of 156 mg/dl, which she claimed was inaccurately high compared to her hemoglobin a1c value. The patient took no actions due to this issue. Two days afterwards the patient experienced the symptom of shaking. The patient did not seek any medical attention or treatment. The patient manages her diabetes with set doses of insulin. It would have been helpful to determine the patient¿s blood glucose readings prior to the event, if she tested her blood glucose level while symptomatic, her insulin regimen, what meals and medications were taken prior to the onset of symptoms, and her expected blood glucose readings. Troubleshooting revealed the meter was not programmed for the correct calibration code number for the lot of test strips in use, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient had not programmed the meter with the correct calibration code number. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.